Manufacturer narrative:
A complete lead was returned with the helix fully extended and clogged with blood-like substance. Visual inspection and x-ray examination found the inner coil was over-torqued at the connector region which is consistent with damage occurring at the time of implant/explant. After cleaning the helix and applying torque directly to the inner coil, the helix was able to retract and extend. The full helix extension length measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported helix extension issue is consistent with damage during use.

Manufacturer narrative:
(B)(4).

Event description:
During the procedure, the helix was difficult to extend despite several rotations. The lead was explanted and replaced. The patient is stable.